Event description:
It has been reported to philips that the system produced and error message of tube error, no x-ray. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite, but the work order was cancelled as per the customer¿s request. The customer stated that the system was not having any issues. No service has been performed by philips as no failure was identified. To date, no further information was received. The codes were updated based on the investigation outcome.